Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
Reportedly, there was an o-ring on the pneumatic tap during the cartridge load process. Customer removed the o-ring and was able to resume insulin therapy. Customer's blood glucose was 325 mg/dl.